Event description:
On (B)(6) 2006 an acticon neosphincter device was implanted. On (B)(6) 2011 the balloon component was removed and replaced. The reason for the replacement was not provided. Additional info was requested.

Manufacturer narrative:
Should additional info become available regarding this surgery, it will be reevaluated and a follow-up report will be sent.